Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms / ae: none. It was reported that during a left common iliac artery stenting procedure, during post stent dilatation, the fox plus balloon ruptured at 9 atms, during the first inflation. There were no pt adverse effects reported. The stent delivery system balloon of a non-abbott device was reintroduced and used successfully to post-dilate the artery. Although requested, there was no additional info provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A conclusive root cause for the balloon rupture could not be determined. A review of the finish device lot history record did not reveal any non-conformity, which could have contributed to this complaint.